Event description:
It was reported that during cleaning at the user facility, the device was leaking oil. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Add'l info will be submitted once the quality investigation is completed. If add'l info is received and requires reporting.